Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief as well as difficulty and frequently charging the ipg. It was also mention that ipg site was painful and reprogramming did not help. The patient underwent an ipg replacement procedure wherein an MRI compatible, non-rechargeable ipg was implanted. The patient was doing well post-operatively. The explanted ipg will dot be returned as it was kept by the facility.